Event description:
During follow up regarding a reload set 157 alarm the care giver (cg) reported that she usually uses a patient line extension and it always over primes and leaks from the end through the cap. The cg uses these lines anyway, as their nurse told them that it was fine because the end of the line was not exposed. The cg was advised that baxter does not recommend using an over primed line as there is a contamination risk that could lead to infection. Product surveillance contacted the cg regarding the reported event. The cg stated she did not know what caused the patient line extension to over prime. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for the patient line overpriming and leaking out the top was not confirmed and the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.